Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep had the tech check the foot pedal and she found the cord wound tightly around the pedal. She removed the foot pedal from the holder and unwound cord. The system boots and functions properly.

Event description:
The customer reported that the system does not boot properly, the temp alarm continues to blink and the system will not take x-rays.